Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain complaints") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion very painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), mobility decreased ("mobility problems"), fatigue ("fatigue"), musculoskeletal discomfort ("joint complaints"), palpitations ("palpitations"), eczema ("eczema") and weight increased ("weight gain"). The patient was treated with surgery (essure and fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular, mobility decreased, fatigue, musculoskeletal discomfort, palpitations, eczema and weight increased was resolving and the procedural pain outcome was unknown. The reporter provided no causality assessment for eczema, fatigue, menstruation irregular, mobility decreased, musculoskeletal discomfort, palpitations, pelvic pain, procedural pain and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3877 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.